Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in the kidney during a ureteroscopy procedure on (B)(6) 2023. During procedure, the physician observed that the coil wire was detached. The procedure was completed with a new amplatz super stiff guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of coil wire detached. The amplatz super stiff was not returned, the product analysis was based upon pictures provided by the customer. In the pictures it is possible to see the coil wire is unraveled however coil wire detachment is not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The product record review results and external support form meets all manufacturing specifications required and passed all the controls and inspections; no abnormalities were reported during the assembly process. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, cause not established is selected as the most probable cause for the complaint.

Manufacturer narrative:
Device problem code a0501 captures the reportable event of coil wire detached.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in the kidney during a ureteroscopy procedure on (B)(6) 2023. During procedure, the physician observed that the coil wire was detached. The procedure was completed with a new amplatz super stiff guidewire. There were no patient complications reported as a result of this event.